Event description:
It was reported that a user experienced recurrent overnight hypoglycemia while using the ilet, with bedtime glucose within range and nocturnal readings in the 50 mg/dl range, and the user noted not announcing meals and consuming low- to zero-carbohydrate snacks. Symptoms included lightheadedness and feeling ¿out of body,¿ with the lowest reported glucose of 54 mg/dl and recurrent lows over several hours requiring multiple awakenings. Outcomes included self-treatment with oral carbohydrates such as juice, frosting, and cupcakes, with recovery to 107 mg/dl during one call, and no professional medical intervention or hospitalization. Investigation included review of available data in the provider portal, user interview, and provision of education on hypoglycemia treatment and device use. Investigation of this case revealed missed meal announcements and possible mismatch between delivered insulin and actual carbohydrate intake. It was concluded that the event was consistent with hypoglycemia associated with missed meal announcements and user management practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.